Event description:
It was reported that during a da Vinci-assisted procedure, the surgeon elected to abort the case due to an unspecified issue. Ports had already been placed on the patient; however, the robot was never docked and the system was never used. Intuitive Surgical, Inc. (ISI) followed up with the surgeon. However, the surgeon was unable to recall the event or aborting a planned da Vinci-assisted surgical procedure after ports had been placed. ISI also followed up with the site's Robotics Coordinator to obtain additional information regarding the reported event. The Robotics Coordinator indicated that the surgeon had inspected the patient's abdomen and decided to abort the planned procedure. However, the Robotics Coordinator could not recall the exact reason as to why the case was aborted.

Manufacturer narrative:
The reported aborted procedure was not associated with da Vinci related issues. No product is expected to be received for this event.